Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system went into standalone mode. The system had all red x's and says standalone mode. The manufacturer representative performed multiple reboots but did not resolve the issue. They reseated the umbilical cable without resolution. There was no visible damage to the umbilical cable or connectors. No patient was present at the time of the event.